Manufacturer narrative:
A1: the full patient identifier is case (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Multiple sample carousel motion errors were reported at the time of the event. No issues with sample integrity were reported by the customer. The cts (customer technical support) reviewed data which showed passing calibration, qc and system check. The result data showed a sample in the same rack with qns (insufficient sample) flag right before the questioned sample. Upon repeat, this sample resulted as 9114.3 ng/l. The cts requested service to investigate further. A field service engineer (fse) was dispatched to the customer site on 13mar2024. The fse found a small white cap inside the carousel but could not find any other visible issues. The white cap fell out of the carousel upon removal. The fse replaced the home and index sensors on the sample carousel. The fse also replaced the pcb access stepper motor control board. · another fse was dispatched to the customer site to continue troubleshooting. The fse ran a hs [high sensitivity] system check and it passed both foam and no foam tests. The fse also performed some preventative maintenance including replacing the following parts: ribbon cables, sample carousel motor, and stepper motor driver pcb. The fse also reinstalled the instrument software then verified the power supply voltages are within ranges from the service manual. The fse also verified pipettor alignments. The fse verified the instrument by running a 15-point precision on level 1 hstni control with a 2.82 %cv [coefficient variation], a passing system check and acceptable qc (quality control). The instrument was released back to the customer to resume normal operation. In conclusion, there is sufficient information to suggest a hardware malfunction was the cause of this event. The fse (field service engineer) replaced multiple hardware parts to resolve the issue.

Event description:
On 11mar2024, the customer reported one non-repeatable false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's access 2 analyzer serial number (sn) (B)(6). The questioned hstni sample result was 9,297.1 ng/l on 10mar2024. The sample was repeated on an alternate instrument sn (B)(6) with a result at 2.4 ng/l. Expected customer's reference range is < 18 ng/l. The customer stated that patient treatment was affected. The patient was admitted per nstemi protocol. The result was found to be incorrect around eight (8) hours after it was reported out. The customer reported that the patient received multiple medications including acetylsalicylic acid, atorvastatin calcium, enoxaparin sodium, metoprolol tartrate, nitroglycerin, ticagrelor and rampiril. Per customer verbal report, last system check passed on 05mar2024 and qc (quality control) was passing pre and post event. Calibration passed at the time of the event. Multiple sample carousel motion errors were reported at the time of the event. A sample which was run in the same rack at the same time resulted as qns (insufficient sample). This sample resulted as 9,114.3 ng/l upon repeat. Customer questioned if the instrument picked up the wrong sample. There was no indication of carryover. No issues with sample integrity were reported by the customer. Customer reported original sample and repeats were run on the original sample tube (pst) and that sample tube was not respun between tests.